Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the device alarmed battery out limit alarms. Customer's blood glucose was unknown. Customer mentioned the replaced battery cap did not resolve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a corroded battery cap contact noted during our visual inspection. However, all operating currents are within specification. No unexpected battery out limit alarms noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.